Manufacturer narrative:
Despite multiple attempts, no additional information was reported. The available information suggest that this device and lead system remain in-service. This investigation will be updated should further information be provided.

Event description:
It was reported that this health care professional identified an out-of-range shock impedance (greater than 125 ohms (coil to can)) from the latitude patient monitoring system on (B)(6) 2019. The device history is remarkable for prior elevated shock impedance back in (B)(6) 2016.